Event description:
It was reported that during a lap appendectomy, there was some oozing at the staple line. That stopped and the staple line was fine. Post op in the afternoon the patient returned when their hemoglobin dropped. They were re operated on them. They noticed a clot covering the staple line. When the surgeon cleaned it out and checked the staple line the line was intact and staples looked good. No patient harm was reported after second operation.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: what was the indication for surgery? Lap appendectomy. How was the post-op bleeding identified? Readmissions and reoperation how many days postoperative was the bleeding identified? Less than 24 hours. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? N/a. Was the device used on the appendicular stump and the mesoappendix? Unknown did the surgeon create a window in the mesoappendix to allow for the anvil to make direct contact with the cartridge? Unknown. Did the surgeon ensure that all the tissue was cut, staples were proximal to the cut line, and no extraneous tissue was within the jaws distal to the cut line at the time of firing? Yes an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. H11-h6: health impact code.